Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the ethicon screen displayed a message indicating high pressure between the ultrasound knife blades. The customer reactivated the instrument to continue. They took the instrument out, cleaned the blades, reactivated it and then put it back in the surgical field, but the instrument did not work. The generator displayed a message to replace the instrument. The instrument was replaced. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed or replicated the customer reported complaint "knife generator displayed, high pressure between the ultrasound knife blades." The harmonic insert was found to have a broken blade. The blade broke at roughly 0.219 from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is associated with mishandling/misuse.